Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons harder to pressed and priming process had to leakage. The customer¿s blood glucose level was unknown. Customer stated that few times basal did not go through. Customer stated that they had reset setting every time he changes the battery. The insulin pump will not be returned for analysis.